Event description:
A surgeon reported that a pt experiencing distorted vision one side while looking at a candle following intraocular lens (iol) implant surgery. The surgeon reported a scratch had been noticed on the iol opposite the side the pt was reporting the distorted vision.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 01/09/2009, 01/12/2009, 01/19/2009, and 01/28/2009 by phone, fax, and mail. The surgeon is unwilling to complete the questionnaire. This report was mailed to FDA on: 02/06/2009.